Manufacturer narrative:
Additional information was provided on (B)(6) 2018.

Event description:
Additional information received on (B)(6) 2018 as reported, the tapes were wet but leakage not found. Leckage couldn¿t found but came from catheter itself. The device was placed on (B)(6) 2018 and found leaking on (B)(6) 2018. The device was removed on (B)(6) 2018 and replaced with a competitor's device. The cook device was attached to a spiral line from braun and no instrument was used to tighten connection. The device was only flushed with saline. There were no adverse consequences to the patient due to this occurrence. Device will be returned for evaluation.

Manufacturer narrative:
Brand name: cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter set. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported multiple cook spectrum minocycline/rifampin impregnated triple lumen central venous catheters have been leaking. The customer is unable to pinpoint where the leak occurs. Additional patient, event and device information have been requested but not yet provided.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Additional information: investigation evaluation. A visual inspection, dimensional verification and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, the device history record, instructions for use, manufacturing instructions, quality control data, and specifications. The complainant returned one triple lumen abrm coated catheter to cook for investigation. Physical examination of the returned device showed: biomatter was noted on the white hub. The catheter appeared intact except for some minor damage (kink) noted on the catheter shaft below the manifold. No damage was noted on the end hole of the catheter shaft. The white hub of the catheter appeared to be undamaged and intact, biomatter was present. A leak test was performed on the white hub using a 20cc syringe. No leak was observed and water passed completely through the catheter. A second leak test was performed with the end of the catheter clamped with a hemostat. No leakage was observed. A 0.032" wire guide was threaded through the white hub and no occlusion was observed. The red hub of the catheter appeared to be undamaged and intact, biomatter was present. A leak test was performed on the red hub using a 20cc syringe. No leak was observed and water passed completely through the catheter. A second leak test was performed with the end of the catheter clamped with a hemostat. No leakage was observed. A wire guide was not threaded through the red hub. The blue hub of the catheter appeared to be undamaged and intact, biomatter was present. A leak test was performed on the blue hub using a 20cc syringe. No leak was observed and water passed completely through the catheter. A second leak test was performed with the end of the catheter clamped with a hemostat. No leakage was observed. A wire guide was not threaded through the blue hub. No cracked hubs were noted. A tug test was completed on the lumens and their connections to the suture wing. The tug test did not return any anomalies. All connections were found to be secure. The outer diameter of each extension tube and the catheter shaft was found to be within specification. Investigators could not recreate the reported failure mode. The device was tested and the failure was not observed. The complainant returned one triple lumen abrm coated catheter to cook for investigation. Physical examination of the returned device showed: biomatter was noted on the white hub. The catheter appeared intact except for some minor damaged (kink) noted on the catheter shaft below the manifold. No damage was noted on the endhole of the catheter shaft. The white hub of the catheter appeared to be undamaged and intact, biomatter was present. A leak test was performed on the white hub using a 20cc syringe. No leak was observed and water passed completely through the catheter. A second leak test was performed with the end of the catheter clamped with a hemostat. No leakage was observed. A 0.032" wire guide was threaded through the white hub and no occlusion was observed. The red hub of the catheter appeared to be undamaged and intact, biomatter was present. A leak test was performed on the red hub using a 20cc syringe. No leak was observed and water passed completely through the catheter. A second leak test was performed with the end of the catheter clamped with a hemostat. No leakage was observed. A wire guide was not threaded through the red hub. The blue hub of the catheter appeared to be undamaged and intact, biomatter was present. A leak test was performed on the blue hub using a 20cc syringe. No leak was observed and water passed completely through the catheter. A second leak test was performed with the end of the catheter clamped with a hemostat. No leakage was observed. A wire guide was not threaded through the blue hub. No cracked hubs were noted. A tug test was completed on the lumens and their connections to the suture wing. The tug test did not return any anomalies. All connections were found to be secure. The outer diameter of each extension tube and the catheter shaft was found to be within specification. Investigators could not recreate the reported failure mode. The device was tested and the failure was not observed. A review of the device history records for lot 8991291 including the components, subassemblies, and raw materials shows there are no non-conformances that would have caused or contributed to the reported failure mode. A search of complaint records indicates the investigation for the only related complaint having the same lot 8991291 (thus related components, sub-assemblies, and raw materials) and similar failure mode was inconclusive. The returned product did not leak. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: warnings do not power inject contrast medium through catheter. Catheter rupture may result. Use of 10 cc or larger syringe will reduce the risk of catheter rupture. Precautions do not re-sterilize catheter. Do not cut, trim or modify catheter or components prior to placement or intraoperatively. If lumen flow is impeded, do not force injection or withdrawal of fluids. Notify attending physician immediately. How supplied upon removal from package, inspect the product to ensure no damage has occurred. It is possible that the (other manufacturer¿s) connecting device mentioned by the customer caused the leakage to occur and/or the connecting joint from the cook catheter to that device was not secure causing the leakage. A definitive conclusion could not be determined. The reported leakage was not observed during the device failure analysis. Per the quality engineering risk assessment, no further risk mitigating activity is required. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There has been no new information received since the last report was submitted.